Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: d9,h2,h3,h4,h6 & h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1)the electrode melted due to electrical discharge, and the melted electrode adhered to the tip. During output activation, discharge occurred between the melted electrode and the tip, leading to electrical breakdown. 2) thermal shock due to a sudden temperature change of the tip. A likely mechanism causing the tip detachment may be as follows. However, since the factors causing the discharge are unknown, the root cause could not be identified. (1)due to the factors described below, electrical discharge between the tissue and the electrode occurred during output activation. ·the high-frequency output was set too high ·the electrosurgical unit was used in coagulation mode. ·the output activation time was too long. (2) high heat may have been applied locally to the electrodes and tip, causing the tip to melt and develop cracks. This also reduced the strength of the adhesive securing the tip. (3) a force applied to perform tissue incision was exerted on the cracked area, causing the tip to further crack and detach. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibted a cracked on part of the distal end. This issue occurred during a unknown therapeutic procedure. This procedure was completed with a back up device. There were no reports of patient harm.